Event description:
It was reported that a piece of the flange had fallen inside the bd luer-lok¿ tip syringe barrel and was found after drawing up the sodium chloride. The following information was provided by the initial reporter: "we have had a 20ml syringe luer lok faulty ref: 302830 lot: 2070232. Incident happened this morning, when drawing up sodium chloride the anaesthetist thought it was an air bubble in the barrel, upon closer inspection found a piece of the flange was inside the barrel."

Manufacturer narrative:
H.6. Investigation summary: it was reported a piece of the flange was inside the syringe. To aid in the investigation, one sample with an opened packaging blister and three photos were provided for evaluation by our quality team. The syringe is connected to a bottle of sodium chloride from fresenius kabi. Inside the syringe is a piece of barrel flange. The three photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if there is a jam during the assembly process. A device history record review was completed for provided material number 302830, lot 2070232. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly process was performed. The alignment of conveyors and flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.